Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported insulation break was confirmed in the laboratory. Analysis found insulation abrasion at 22cm from the connector pin. The efte insulation of the svc cable and proximal cable were abraded in the same area. The damage found is consistent with that produced by clavicular crush. The lead exhibited normal electrical characteristics.

Event description:
It was reported that the lead was explanted due to an insulation break.